Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed that at least seven applications were performed with afapro28 balloon catheter with lot 56522 without any issue on the date of the event. In conclusion, the clinical issue (phrenic nerve palsy) occurred during procedure. There is no indication of a relation of the adverse event to the performance of the product. The physical product was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a weakened diaphragmatic response was observed indicating phrenic nerve palsy (pnp). A double-stop was performed, and the patients response appeared to have resolved. However, fluoroscopy was performed and the pnp was still present. The case was completed with cryo. No further patient complications have been reported as a result of this event.